Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted twisting of the lead body, as well as setscrew marks on the terminal pin that indicated improper insertion depth into the device header. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen.

Event description:
It was reported that the there was a sharp increase in the atrial pace impedance (from 580 ohms to 1,300 ohms) and threshold (from 0.7 v to 3.2 v to not measurable) of the implantable cardioverter defibrillator (ICD) system. There was also a concomitant rise in the right ventricular (rv) threshold (from 0.4 v to 5.0 v to not measurable) and a rise in the pace impedance. A chest x-ray demonstrated that the atrial lead helix was retracted, and the lead had dislodged. The rv lead also appeared to have pulled back from its original position. Additionally, the ICD alerted due to low atrial intrinsic amplitude. The device data showed atrial lead noise and an absence of atrial sensing and capture, along with high impedance and lack of a successful atrial or rv threshold test. Technical services recommended in-clinic review of the atrial and rv leads. This atrial lead remains in service. Additional information received indicated the atrial pace impedance had increased to 2,225 ohms. The patient underwent lead revision. Upon opening the pocket, it was observed that the lead was twisted. The lead was successfully replaced, and the resulting parameters were good. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the there was a sharp increase in the atrial pace impedance (from 580 ohms to 1,300 ohms) and threshold (from 0.7 v to 3.2 v to not measurable) of the implantable cardioverter defibrillator (ICD) system. There was also a concomitant rise in the right ventricular (rv) threshold (from 0.4 v to 5.0 v to not measurable) and a rise in the pace impedance. A chest x-ray demonstrated that the atrial lead helix was retracted, and the lead had dislodged. The rv lead also appeared to have pulled back from its original position. Additionally, the ICD alerted due to low atrial intrinsic amplitude. The device data showed atrial lead noise and an absence of atrial sensing and capture, along with high impedance and lack of a successful atrial or rv threshold test. Technical services recommended in-clinic review of the atrial and rv leads. This atrial lead remains in service. Additional information received indicated the atrial pace impedance had increased to 2,225 ohms. The patient underwent lead revision. Upon opening the pocket, it was observed that the lead was twisted. The lead was successfully replaced, and the resulting parameters were good. It was not reported that the lead would be returned. No additional adverse patient effects were reported.